Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that messages from the carefusion coordination engine (cce) were delayed by approximately two hours. A technical support specialist (tss) restarted the cce services, then all queued messages resumed processing and timestamps aligned with the current time. The customer has since confirmed that the issue is resolved, and the pharmacy verified that the patient and order data successfully crossed over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, an error message indicating a patient interface problem was displayed, and patient data was not syncing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.